Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with gi bleeding, melena and acute anemia and received 2 units of packed red blood cells (prbc). The patient ultimately was transfused with 6 units of prbc total. No additional information was available.

Manufacturer narrative:
A direct correlation between the device and the reported gi bleed could not be determined; however, the instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad-(B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 48 days. The device remains implanted supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.